Event description:
It was reported that the patient received inappropriate therapy due to oversensing of the atrial signal caused by lead dislodgement. It was noted that the device had migrated in the pocket which caused the lead to pull back. Lead was explanted and replaced.